Event description:
It was reported that this inflatable penile prosthesis ipp pump is not working properly, and the cylinder are not inflating. No further information was provided.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis ipp pump is not working properly, and the cylinder are not inflating. An attempt to fix the pump operation manually was performed unsuccessfully. No further information was provided.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).